Event description:
Pt underwent surgery to remove breast implants. Bilateral breast augmentation surgery was originally done in 1979. Pt was not happy with the size and shape of breasts. Ultrasound performed in april 1999 confirmed that both right and left implant had ruptured. Surgeon's dictation notes that both right and left implant were found to be ruptured. Both implants were removed.